Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial channel as well as functional biventricular pacing loss of capture. Technical services (ts) reviewed device data and was unable to determine the cause of the undersensing, and recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and was received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial channel as well as functional biventricular pacing loss of capture. Technical services (ts) reviewed device data and was unable to determine the cause of the undersensing, and recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial channel as well as functional biventricular pacing loss of capture. Technical services (ts) reviewed device data and was unable to determine the cause of the undersensing, and recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and was received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This crt-d was thoroughly inspected and analyzed upon receipt. Baseline testing was completed on the device and found no anomalies and the product passed all testing. A risk review was completed and confirmed that the event is defined in the risk documentation. A review of labeling determined that the complaint situation was listed in the manual. There was no indication that the product was not used in accordance with labeling.